Event description:
It was reported that this right atrial lead exhibited noise and oversensing of the minute ventilation (mv) feature. No changes were performed. This lead remains in service. No further adverse patient effects were reported.